Event description:
While implanting a stent in the lad, the catheter dissected the left main coronary artery. The stent placed in the vessel corrected the problem with no additional complications to the patient.

Manufacturer narrative:
Because the device was discarded, no evaluation could be performed. The only information received by vascon was a narrative from the physician using the device in question. Precautionary statements are presented in the instructions for use which caution the physician about the potential injury to the vessel wall associated with the use of this product. Vessel dissection is a known complication of this type of procedure. Based on these factors, vascon considers this an unusual event and will continue monitoring complaints to ensure that no increasing trends occur.